Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the first retainer broke, then had an infection and could not wear aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.